Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and high out of range pace impedances. The values were greater than 3000 ohms. This rv lead is adapted to another rv lead which are then connected to the existing implantable cardioverter defibrillator. At this time, the products remain in service and the patient is being monitored. No further testing is expected and there were no adverse patient effects reported.